Manufacturer narrative:
(B)(4) - the device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported the device had an elective replacement indicator (eri) message. The pt's healthcare provider felt that eri was pre-mature based on the pt's settings. Longevity estimates based on the current programmed settings indicated the device should last for 2 years. All impedances appeared to be within normal range. The battery power had depleted rapidly causing the device to turn on and off. When the device was interrogated, a power on reset message appeared. The device was replaced and sent to the MFR for analysis. The pt recovered without sequela.